Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) displayed invalid data for non-sustained ventricular tachycardia episodes, as well as for the cardiac compass trend. Additionally, a portion of the trend was "grayed out." Further investigation revealed the invalid trend data was due to bit flips and it would be overwritten with new, valid data. A subsequent transmission was normal. It was noted no radiation therapy be being done at the time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.